Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient's both left ventricle lead and a low voltage lead failed to capture. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned. Visual and x-ray inspections of the lead found no anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.